Manufacturer narrative:
(B)(4). Additional information: sled movement. The analysis found that one pse45a device was returned in good visual condition and with an ecr45w partially fired 1/10 loaded on the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was tested for functionality in the straight position with the returned cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device was articulated and de-articulated as intended. Event could not be confirmed as the device closed and opened without any difficulties noted. No incomplete staple line was noted during functional testing. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did the device cut? Yes. If the device cut was the cut line complete? Not sure. What was the appearance of the deployed staples? Not sure. Was the knife reverse switch used to open the jaws? No. Was the manual override used to open the jaws? No. What color reload was used? Not sure. Reload should be in device returned. Were they able to remove the device through the trocar? Yes - but struggled. How the case completed? N/a.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the cartridge fired but not all staples were released. They were also unable to dearticulate the device and they had to "play with stapler" to release jaws. The reload code in use at time of issue is unknown. It unknown on which firing issue occurred and it is also unknown how the case was completed. There were no patient consequences reported.